Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the home monitoring data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received home monitoring data were inspected. The clinical observation was confirmed. The available iegms from (B)(6) 2013 revealed the presence of noise in the right ventricular and far-field channels, which led to the detection of a vf episode with subsequent shock deliveries. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The presence of noise in the right ventricular lead was confirmed upon inspection of the available iegms. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause. Should further information become available, this report will be updated.

Event description:
Noise was present on the ventricular lead causing inappropriate detection and shock. The home monitoring report showing noise is included with this report. (B)(6) 2013 - all available information suggests this lead remains actively implanted.

Manufacturer narrative:
On 03/12/2014 - we were notified that this device was explanted. Upon explant, the physician noted signs of subclavian crush. The lead under complaint was subjected to an extensive analyses. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. The conductor cable of the ring electrode was found fractured in this area. These damages can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead and the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the rv shock coil occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.